Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year post port placement procedure, the catheter allegedly fractured. It was further reported that the catheter allegedly migrated to the heart and the device was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic image was provided for review. The image shows a chest x-ray of right-sided chest wall port and catheter. The investigation is confirmed for the reported catheter fracture, material separation and migration issue as the catheter was fractured above the clavicle and the distal aspect of the catheter has embolized within the right heart and lung. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one year post port placement procedure, the catheter was allegedly fractured. It was further reported that the catheter allegedly migrated to the heart and the device was removed. Reportedly, the patient experienced pain during flushing. The current status of the patient is unknown.